Event description:
It was reported that a patient received 10 to 15 inappropriate shocks due to oversensing of noise. The device was reprogrammed to aai mode and defib therapy was turned off. The patient is in stable condition without complications and will continue to be monitored via merline remote monitoring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.